Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing on the ventricle (v) following the atrial pace (ap) and causes atrial pace/ventricular sense/fib sense (ap/vs/fs) pattern. The device sensitivity was reprogrammed to avoid oversensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.